Manufacturer narrative:
Investigation: the device is a fairly uncomplicated handheld exercise tool. Our sales rep. Thoroughly inspected the device at the patients home during a visit and found that it worked as intended. According to the patient her surgeon stated that the therabite system was, - all ready to go-, and she was advised to perform 160 repetitions daily, performed in sets of 10 throughout the day. Additionally none of her two jaw specialists instructed her about the function of the white clamp/hand aid that is included in the therabite system, nor did she read the IFU where this accessory is clearly described. Conclusion: the product functions as intended and the event was caused by the user/clinician not following the instructions for use. The exercise regime recommended by the clinician is very extensive and beyond what is recommended in the IFU. The use of the hand-aid according to IFU would have been beneficial for the patient especially on such an extensive exercise regime. An in-service by the sales representative with the oral surgeon is pending.

Event description:
The patient has used the therabite system since (B)(6) 2012. In (B)(6) 2013, she experienced sudden onset of finger numbness, pain and reduced range of motion in her right hand. When these issues with her hand failed to resolve she sought care from a hand surgeon specialist. According to the patient it was the hand surgeon¿s opinion that the repetitive gripping motion used to operate the therabite system could have caused the problems with her hand. Unfortunately the problems with her right hand failed to respond to treatments and in (B)(6) 2013, she underwent surgery on her hand. Currently the patient is still experiencing numbness, tingling and reduced range of motion and reduced strength in her right hand.